Event description:
Performed the following tests within 10 minutes on the same device: 572 mg/dl, 213 mg/dl, 120mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.